Event description:
It was reported that on (B)(6) 2010, the patient underwent a coronary stenting procedure, with placement of a 3.5 x 08 mm promus stent in the proximal circumflex artery. On (B)(6) 2011, a 3.5 x 28 mm promus stent was implanted in the left main artery to the left anterior descending artery to treat restenosis of a non-abbott stent, which had been previously implanted in 2008. On (B)(6) 2014, the patient experienced two episodes of dyspnea. He took nitroglycerin and his symptoms resolved. He experienced a third episode and took nitroglycerin again; however, this time his symptoms did not resolve. The patient was transported to the hospital via ambulance and it was noted that his blood pressure had decreased. The patient was intubated; however, a decreased level of consciousness was noted. On (B)(6) 2014, the patient died. Clinical records indicated that the cause of death was likely hypoxemia due to congestive heart failure; however, because cause of death was not known, an autopsy was performed. An occlusion was noted in an unspecified location of left anterior descending artery. Myocardial infarction was listed on the death certificate. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Hypotension, myocardial infarction, occlusion and death are listed in the promus everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular drug eluting stent in the us.